Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However photos were provided. Upon visual inspection of the photos, the cutting edges of the latarjet drill are worn and blunt. The probable root cause was associated to wear and tear. The complaint reported was confirmed. The photos do not provide enough evidence to assure a root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that during an arthroscopic latarjet procedure while drilling the glenoid, the surgeon reported that the latarjet, glenoid drill appeared blunt, as it was very difficult to drill through the bone. Action taken to manage the issue: open up alternate tray, use drill bit (identical) off that tray, to complete the task. 3 minute delay to the procedure. No ae to patient.